Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was found deceased at home by a relative on the morning of (B)(6) 2017. The patient¿s relative reported that the vad system was not alarming at the time the patient was found. It was reported that the patient¿s cause of death was unknown and that an autopsy was not performed. No additional information was available. On 21sep2017, the system controller was retrieved from the funeral home and it was reported that there was no external damage observed. Numerous alarms were observed on (B)(6) 2017 during the system controller history interrogation on (B)(6) 2017. The manufacturer¿s technical services reviewed the submitted log file and observed that the system was connected to battery power throughout the log file. On (B)(6) 2017 at 11:27 am, battery power appeared fully charged. On (B)(6) 2017 at 1:22 am, low battery advisories were logged and by 3:24 am a low battery hazard alarm was captured. At the time of the low battery hazard event, both batteries were depleted. The system controller backup battery was operational when this event occurred and powered the pump. The backup battery was operating for an unknown amount of time until it became completely depleted and the pump stopped. Battery power was restored at an unknown time and pump operation resumed. The next events showed that battery power was disconnected and the pump continued to run for an unknown amount of time, with the system controller backup battery powering the pump during the no external power events. At the end of the log file, the data showed the system controller was connected to a power module and the date/time was synced. The log file data captured indicated that the mcs equipment functioned as intended. No additional information was provided.

Manufacturer narrative:
Although the evaluation of the submitted system controller log file confirmed events consistent with loss of support due to depletion of both 14v li-ion batteries and the ebb, a specific cause for the events could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2017 09:26:59 am through (B)(6) 2017 02:19:44 pm. On (B)(6) 2017 01:22:16 am, a low battery advisory alarm was active, followed by a low battery hazard at 03:14:37 am. A no external power alarm was captured at 03:25:00 am and the system continues to operate on ebb power. After an indeterminate amount of time, the pump stops and a time base fault became active, which appears consistent with depleted ebb. The system controller is later connected to the batteries and the system resumed operation; however, the batteries were disconnected and the ebb depleted, resulting in pump stoppage. The system controller was then connected to a power module, and the time was set at (b)(46 2017 02:19:40 pm. The pump appeared to have operated as intended above the low speed limit with no atypical alarms at times the system controller was connected to a power source. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.